Event description:
A distributor reported to olympus that the customer¿s gastrointestinal videoscope had a poor air/water supply and a failure of the nozzle drain. This issue was discovered during a pre-use inspection of the device prior to an unknown diagnostic procedure. Upon inspection and testing of the returned unit, foreign material was discovered coming out of the nozzle of the device. There were no reports of patient or user harm associated with this event. This medical device report (MDR) is being submitted to capture the reportable malfunction found during evaluation.

Manufacturer narrative:
The device was returned to an olympus repair facility, and an evaluation of the device was performed. During the evaluation, foreign material was discovered in the device nozzle. The customer's originally reported issue of poor air/water flow was therefore confirmed. The following additional findings were also noted: assorted scratches, dents, chips, cracks, and wear, cloudy adhesive, peeling paint in various areas, and wear of the angle wire causing angulation in the up direction and knob play to be outside of the standard values. The customer later confirmed that they cleaned, disinfected, and sterilized the product before returning it for evaluation. Additionally, there was reportedly no delay in the start of pre-cleaning, the nozzle was flushed with water and air, there were no abnormalities reported in the accessories used for reprocessing the device, and the customer wiped/brushed the air/water nozzle with lint free cloths, brushes, or sponges. The customer also flushed the air/water nozzle with detergent solution. There were no other concerns regarding the reprocessing of the device. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 2 years since the subject device was manufactured. Based on the results of the investigation, the foreign material could not be identified. Therefore, a definitive root cause could not be established. This issue is addressed in the instructions for use (IFU), which contains instructions for detecting and preventing the subject device issue: the instruction manual gif-1200n operation manual describes how to detect for the suggested event in chapter 3 preparation and inspection. The instruction manual gif-1200n reprocessing manual describes how to prevent for the suggested event in chapter 5 reprocessing the endoscope. Olympus will continue to monitor the field performance of this device.